Event description:
A customer reported the heel part of the foot pedal is broken, slides from side to side, and is not locking. The scheduling manager confirmed this issue occurred during surgery. They proceeded through the case by the circulating nurse getting on the floor and holding the heel portion in place .there was no pt or procedural impact. The footswitch was swapped out for following cases.

Manufacturer narrative:
The facility called in to technical support services (tss) and replacement parts were ordered. Tss requested the facility send in their replaced parts for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).